Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle would not move up and down. The handle was dissembled and reassembled to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This event is recorded with zimmer biomet under (b)4). This medwatch is being filed as an initial report. Telephone: (B)(6). Japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ratchet handle does not move up and down. Event occurred outside surgery. There was no reported patient involvement, harm, or delay. Due diligence is complete, no further information is available at this time.